Event description:
Pt had total hep done 1989. Findings were loose femoral prosthesis, polyethylene breakage with metal synovitis. A portion of the plastic was cracked & lying free within the acetablem.